Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, prior to full deployment, the valve dislodged above/away from the annulus. However, the valve was fully deployed and further dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 6-7 mm. After valve dislodgement, the implant depth on the ncc was 12 mm, and the implant depth on the lcc was 12 mm. Subsequently, the procedure was converted to open heart surgery to explant the transcatheter valve, and a non-medtronic surgical aortic valve was implanted. Per the physician, it was not perceived that the valve had dislodged prior to full deployment which contributed to the dislodge following the implant of the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to release, the pigtail was removed and the perception of the valve depth was not appreciated anymore. The valve dislodged superiorly at 80% deployment however had not fully embolized into the sinus. The deployment starting point was reported to be from the bottom of the pigtail. A non-medtronic guidewire was used during the procedure.